Event description:
Implant fracture.

Manufacturer narrative:
Implant region 44 fractured. Construction was a removable lower jaw construction. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 16 years in situ.

Event description:
Implant fracture.